Event description:
The customer reported via phone call that they had difficulty changing the infusion set and filling the reservoir. The customer kept smelling insulin. The insulin pump was dropped and the drive support cap was flushed with the insulin pump. Customer's blood glucose level was 275 mg/dl. In the alarm history unexpected restart, external error, and displayable history check failed on startup alarms were found. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No loose drive support cap was noted. The insulin pump passed the self test, the reset error test and displacement test. No error alarms were noted. However, several alarms were noted in the history file due to a corrupted history file. The insulin pump had a cracked reservoir tube lip and a cracked case at a display window corner.